Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead had dislodged after pocket closure due to patient anatomy. Additional information indicated that the dislodgement was confirmed after the pocket was closed and when a device interrogation for lead check was performed. The pocket was re-opened, and the lead was revised. The lead remains in service. No additional adverse patient effects were reported.